Event description:
This is a report for an event that occurred in the left eye of a pt. Refer to medwatch 9681121-2012-00014 for a description of the event that occurred in the right eye. A consumer reported receiving a diagnosis of acanthamoeba associated with contact lens wear. The consumer reports wearing extended wear lenses on a schedule approved by the eye care professional. The consumer visited an urgent care clinic and was diagnosed with strep throat, pharyngitis, and conjunctivitis. Neopolydex 5 mg was prescribed to use 3 times a day for one week. The consumer discontinued lens wear. Two days later, the consumer visited the ER with dehydration and a high fever. The ER dr confirmed the strep throat and conjunctivitis diagnosis. The neopolydex was discontinued and the consumer was prescribed another drop of unk dosage and brand. A few days later, the consumer followed up with a primary physician and continued on the medication prescribed by the ER dr. Within a week, the consumer felt the issue had resolved and resumed lens wear with a new lens. Within a few hours of resuming lens wear, the consumer's eye began to itch. Lens wear continued and by the next day, the eye was tearing and swollen. The consumer contacted the prescribing eye care professional and was referred to a specialist. The specialist diagnosed acanthamoeba in the left and right eye. Phenoxyhexamethylene biguanid and chlorhexidine diguconate were prescribed for use every hour. Two days later, the medication was switched to every two hours and at one week, the medication was switched to every four hours. After one week of using the drops four times a day, the consumer was advised to use the drops twice a day. F/u with another specialist revealed the issue had not effected the eyes. The consumer was told scabs had formed on both eyes. Vision has returned to normal and the drops have been discontinued. At this time, the consumer is still under dr care.

Manufacturer narrative:
(B)(4). Opened and unopened product was returned for eval and found to meet specs. The device history and sterilization records for the returned lenses have been reviewed and found to be in compliance. Mfg investigation of the affected lot revealed there was no nonconformity or deviation during the mfg process which related to the nature of the complaint. The root cause could not be determined.